Manufacturer narrative:
Sheldon, s. H., cunnane, r., lavu, m., parikh, v., atkins, d., reddy, y. M., ... & lakkireddy, d. R. (2018). Perioperative hematoma with subcutaneous ICD implantation: impact of anticoagulation and antiplatelet therapies. Pacing and clinical electrophysiology, 41(7), 799-806.

Event description:
It was reported during the review literature that the safety of perioperative anticoagulation (ac) and antiplatelet (ap) therapy in the context of subcutaneous implantable cardioverter-defibrillator (s-ICD) implantation remains uncertain. A study was conducted to identify risk factors associated with hematoma formation following s-ICD procedures. All hematomas were localized to the lateral surgical site. Seven patients experienced new or prolonged hospitalizations due to hematoma-related complications. No patients required administration of blood products or vitamins. No additional adverse patient effects were reported.